Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
The customer reported that the patient presented with a distal periprosthetic non union fracture (stainless steel distal femoral plate with cables) and was revised. The surgeon further reported that the non-union was the result of necrotic bone.